Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place on (B)(6) 2024, wherein the patient's ipg was explanted and replaced. No further information is known at this time.

Event description:
Additional information indicates, the ipg was electively replaced. This event is no longer reportable.